Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. The reporter stated that the pump's casing had a crack by the battery cap and noted damage to the u clip. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4)-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a visual inspection of the pump confirmed a cracked battery compartment. The pump¿s casing was also cracked by the infrared window. Unrelated to the complaint, the display screen was dim and discolored. Animas has conducted a review of the device history record for this device and confirmed that it was operating within required specifications at the time of release.